Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 20 unopened pouches. There are no previous complaints of this code/batch. There ae no units in OEM stock. We have tested the needle attachment of the samples received and the resulted fulfilled the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detaches easily from needle.